Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high blower temperature alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
In good faith effort (gfe) responses from the biomedical engineer (bme), it was stated that they would attempt to acquire the information. Following both instances, the bme did not response to multiple additional gfes that attempted to obtain confirmation of a part order, part replacement, and resolution. No further information was received from the bme or customer. As of march 1st, the contract for service at the customer site ended, so philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.